Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the serial/lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
This is the same case as MFR report#: 3005188751-2011-00036, 300518751-2011-00037, 3005188751-2011-00038, 3005188751-2011-00039, 2030404-2011-00075, and 2030404-2011-00079. It was reported that during an atrial fibrillation ablation procedure, during the reconstruction of the anatomy, the doctor detected a possible hemorrhage in the pericardium. This was confirmed with ultrasound and the case was aborted. No further treatment was necessary but the patient was transferred to the intensive care unit for observation and is stable.